Event description:
It was reported that the device's flat metal plate fell into the abdomen after the surgeon deployed the instrument. The surgeon then removed it from the bowel area. There was no patient consequence.